Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro piece of cautery came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro piece of cautery came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was not returned to maquet cardiac surgery for investigation; however, the silicone insulation was returned for investigation. It¿s impossible to determine whether the detached silicone insulation was related to the reported harvesting tool. Based on the incomplete return of the device, the reported failure "peeled" is not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro piece of cautery came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.